Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right common femoral artery that did not have any calcification; only mild stenosis and no restenosis. Heparin was administered to the patient prior to the procedure. A 5.0 x 40 mm armada 35 balloon dilatation catheter (bdc) was used; however, the balloon failed to deflate. Therefore, a 20 ml syringe was used to partially deflate the balloon which was then removed from the anatomy through an unspecified introducer sheath. Angioplasty was performed in the lesion to successfully complete the procedure. The device was then inflated and deflated outside of the anatomy; however, the same deflation issue occurred. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not reveal a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.